Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced frequent hypoglycemia while using the ilet system, was overtreating low glucose events with oral carbohydrates, and had stopped announcing meals; the patient subsequently performed a factory reset of the pump after education on the meal algorithm and hypoglycemia treatment. Symptoms included hypoglycemia with a lowest reported glucose of 71 mg/dl and no associated clinical sequelae. Outcomes included transient glucose values outside the target range for a couple of hours without need for medical intervention or hospitalization. Investigation included customer outreach, collection of a hypoglycemia questionnaire, review of reported use behaviors, and troubleshooting with education that culminated in a factory reset. Investigation of this case revealed user-related factors, including overtreatment of lows and not announcing meals, which are consistent with inappropriate use and algorithm adaptation disruption; the device hardware and components were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to diabetes management practices and subsequent corrective action through retraining and device reset.